Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked on display window and cracked and bleeding lcd glass noted.

Event description:
The customer reported via phone call that he fell on the concrete and landed on top of the insulin pump. Customer stated that the screen got cracked and had blue liquid and the reservoir compartment was also cracked. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.